Event description:
Additional information: per the healthcare provider, patient was last seen at their clinic on (B)(6); 'chart in storage'. Reporter did not have any further information.

Manufacturer narrative:
Catheter model: 8703w, lot # j0056628r, implanted: (B)(6) 2001, explanted: (B)(6) 2005.

Event description:
It was reported that the pump got infected and patient was in the hospital for a month. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).